Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the analyzer and observed one aspirate probe not aspirating correctly. The engineer identified a peristaltic pump tubing associated with the aspirate probe as the cause of the incomplete aspiration and replaced it. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 qc recovery and results. The fse performed successful hardware/system verification tests. In conclusion, replacement of the aspirate pump tubing corrected the aspiration issue which was identified as the cause of this event.

Event description:
The customer reported generating non-reproducible, falsely elevated troponin I (access accutni+3) results, for two (2) previously analyzed patients' samples on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer stated the initial results for these two samples were obtained on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and reported outside the laboratory and are not in question. The customer acknowledged the results obtained from access 2 immunoassay system (serial number (B)(4)) were not reported outside the laboratory and the patient samples were reanalyzed for comparison and troubleshooting purposes after the system check failed to meet specification. There was no report of patient injury or change to patient treatment associated with the reported event. The access 2 immunoassay system (serial number (B)(4)) calibration data was not provided. Quality control (qc) recovered outside of customer's established ranges, and the system check failed specification on the date of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the analyzer. The patients' samples collection tubes and processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.